Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil had a spike. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil had a spike. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were discrepancies on the remote monitoring network reports. No further patient complications have been reported as a result of this event. It was further reported that the rv lead was unable to be fully extracted and was abandoned. A new rv lead was implanted with a new device on the right side of the patient¿s chest.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high/undefined superior vena cava (svc) impedance. It was noted that both the svc and rv coil displayed impedance variation and a spike in svc impedance was observed. Additionally, there was a slight bump in pacing impedance. Device tachycardia detections/therapies and the svc coil were turned off. A lead replacement was attempted but was not successful due to vein occlusion. The patient was referred for a lead extraction. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpb3d1 ICD implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead had a fracture of the superior vena cava (svc) coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.